Event description:
Adjustable stop on thread tap fails to lock at preset depth making it possible for the device to penetrate beyond the desired limit. This may have led to greater than desired depth of tap. Pt now some neurologic deficit in arm.